Event description:
As reported, the patient underwent a 'pyelo-ureteral anastomosis sec. Anderson-hynes' procedure in which the 'c-flex double pigtail ureteral stent set' was used. The stent was placed using a "robotic technique". During stent removal, the surgeon identified that the renal pigtail of the stent had broken off and remained in the kidney. Attempts were made to remove the broken piece but were unsuccessful. As per the reporter, the patient must undergo ureterorenoscopy by organizing an extra operating room (or) for surgical intervention to remove the broken piece. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). H3 - device available for eval: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.